Event description:
It was reported the customer was in the doctor's office with diabetes ketoacidosis. Troubleshooting was performed. The mother stated that the insulin pump shut off, without giving a low battery warning. The customer's blood glucose was treated with an insulin drip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.